Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system user guide: model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes: chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had been to the emergency room (ER) with hypoglycemia. The patient's blood glucose (bg) levels read 60 mg/dl when he arrived to the hospital. The pod was worn between 4 and 24 hours on the abdomen. Patient stated he was ¿so slow¿, he felt paralyzed and stated he was unable to operate his pdm (personal diabetes manager). Patient ¿ripped¿ the pod off. The patient had an ambulance come to his home, while he was waiting for them to arrive, he drank a large ice tea and a 20 oz of coca-cola to raise his bg. The ambulance treated the patient with glucose, took him to the ER. The patient stated the ER did blood work and diagnosed him with ¿kidneys starting to shut down¿. The ER had only been treating him with IV fluids. No further details.